Event description:
The customer facility reported a pericardial effusion/tamponade that occurred during a left atrial ablation for an atrial fibrillation procedure, and right atrial ablation for flutter. After the la a-fib ablation, the thermocool catheter was pulled back into the ra. While a flutter ablation was underway, the physician and staff noticed a drop in blood pressure. The transseptal sheath (non-bwi) was still across interatrial septum. The soundstar ice catheter was inserted into the pt to verify if the pt had a pericardial effusion, resulting in a tamponade. A pericardiocentesis was immediately performed. It was undetermined at the time of the call if the pt would need further surgical intervention since the pt's blood pressure had stabilized. The pt was transferred to ccu. Per the facility's risk mgmt dept, the pt recovered in a few days without any need for further surgical intervention. The pt was cleared and discharged. No further info regarding the pt is available.

Manufacturer narrative:
A thermocool catheter was used from 20 up to 40 watts in the la, 102 ablation lesions applied, for about 10-20 seconds each. Coolflow pump was appropriately set to the watts being delivered (17ml under 30 watts, 30ml above 30 watts). In the ra, the same thermocool catheter was used to ablate flutter at 40 watts, about 10 ablation lesions were applied. Soundstar catheter was originally used to assist with transseptal access. Stockert 70 was used to ablate. When the product analysis is completed, a supplemental report will be submitted to the FDA.